Manufacturer narrative:
(B)(4). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia repair. While securing the mesh to patient tissue, the stapler stopped firing after approximately 8 staples. To correct the issue, another reload was used but the same issue occurred. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.